Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc121200/20889030 UDI: (B)(4), plc161000/18417586 UDI: (B)(4). Patient medications include but are not limited to: baclogen, naproxen, varenicline tartrate, hydroxyzine pamoate, methylphenidate. According to the instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Additionally, the IFU states; the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas) and is comprised of two components; the trunk-ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
The following details were reported to gore: on (B)(6) 2019, this patient underwent emergent endovascular treatment for a ruptured left common iliac artery (lcia) aneurysm. The patient presented to the emergency room via helicopter and was diagnosed to be in frank hemorrhagic shock, and coagulopathic with an inr of 7 after receiving only packed red blood cells and was under massive transfusion protocol. The patient was categorized as critically ill with a high risk of dying. Prior to implant of gore® excluder® aaa endoprostheses, three 14 mm amplatzer ii plug plugs were placed to back out of the left internal iliac artery (liia). Completion angiography showed all of the side branches seemed to be covered by the plug back to near the origin of the liia. Next, a gore® contralateral leg component (plc121200) was placed to land at the ostium of the common iliac artery on the left, affecting proximal seal. This was then extended with more than 3 cm overlap with a second contralateral leg (plc121000) proximally. Ballooning was performed from the aorta down to the distal external iliac artery landing zone, as well as the overlap zone. Angiography was performed and revealed no endoleaks. There was slightly room above the top stent graft, so a 3rd device was piece was chosen (hgb161407a) as a 16 x 7 limb; however, this was deployed thinking it was an iliac extender limb, and it was a internal iliac artery extender limb, so it deployed in reverse fashion and was then covered with a 3rd (plc161000) iliac extender limb more aggressively up to the aortic bifurcation and essentially the true ostium of the common iliac artery with full coverage of internal iliac artery limb. Final angiogram again showed no endoleak. This completed the procedure and the patient was transferred to the intensive care unit (ICU) still in critical condition and hemodynamically unstable and on pressors; but with improved ability to maintain blood pressure. On (B)(6) 2019, it was reported that post operatively, the patient developed compartment syndrome in the ICU and during exploration the right colon was found to be necrotic and was removed. The patient was left open with abdominal wound vac and had large volume of hemorrhage and instability, and was then taken back to the operating room to assess for bleeding. Aspiration yielded evidence of a minimal ongoing endoleak however a type was unable to be determined. Backbleeding was suspected from the origin of the hypogastric artery where the plugs had been placed and from the hypogastric artery associated with the placement of the plugs so a figure-of-eight 2-0 silk ligatures was placed. During placement the endograft was dislodged from the distal attachment site in the external iliac artery and immediately a finger was placed into the distal external iliac artery orifice from within the aneurysm and the graft proximally was clamped. The external iliac artery was dissected, controlled, and clamped and the proximal attachment also was not stable once this was all exposed and the proximal stent graft also became dislodged and direct pressure was immediately applied to the common iliac artery for hemostasis. The aorta was then quickly dissected below the ima and clamped as well as the right common iliac artery just past its origin. This affected good hemostasis of the aortoiliac system. The decision was made to convert the patient to open surgical repair and explant of left common iliac to external iliac artery covered stent graft and interposition common iliac artery to distal external iliac artery bypass with 10 mm ptfe was performed. The patient tolerated the procedure and was transferred to the ICU in critical condition. In the sicu shortly after transfer, pt and dp signals were both audible and the feet appeared symmetric with the right-sided dorsal pedal pulse being palpable. She was profoundly hypothermic, acidotic, and coagulopathic at this time. Ebl is not going to be accurate as approximately more than 8 l of blood was removed from the abdomen, most of which had been there prior to the beginning of the operation. The patient was reported to have ongoing significant blood loss at the rate of approximately 4 units of red blood cells per hour despite massive transfusion of platelets and factors. She is taken back for early reexploration and repacking due to the uncontrolled hemorrhage and underwent assessment of the retroperitoneum with exploratory laparotomy via open abdomen; retroperitoneal hemostasis and peritoneum partial closure. The patient tolerated the procedure and was transferred to the ICU in critical condition and hemodynamically unstable. On (B)(6) 2019, the patient expired from complications from the pre-existing aortic rupture and blood loss.